Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon the completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
Results: the combined coil assembly was not returned in its carrier hoop. The coil was returned attached to the pusher assembly in its normal undeployed state. There is a kink 4.5 cm from the proximal end of the pusher assembly. The coil delivery sheath was retracted to expose the coil and the polymer section of the pusher. The coil is intact and in good condition. Conclusion: the proximal kink noted in the complaint is confirmed. In its normal packaged state the kink location would have been approximately 0.5 cm inside the carrier hoop. The absence of the carrier hoop indicates that the pusher/coil assembly was completely removed from its packaging. It is therefore impossible to determine when the damage to the pusher assembly occurred.

Event description:
The proximal end of the pusher wire of the penumbra coil 400 was kinked at a 45 degree angle while still in the coil hoop.